Event description:
Implant fracture after 16 years in situ.

Manufacturer narrative:
Implant regio 13 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone lss and implant instability. Fracture was caused by mechanical overloading after 16 years in situ.

Event description:
Implant fracture after 16 years in situ.